Manufacturer narrative:
(B)(4). Placeholder.

Event description:
This was a left-sided lead extraction procedure to remove two rv ICD leads and one ra lead due to pocket infection. The mdt 6949 rv ICD and mdt 6940 ra pacing leads were prepped with lld-ezs. The procedure began with the 6949 rv lead using a 12f sls and 14f sls but progress was stalled due to heavy calcification, so the physician changed to vascoextorviper sheath and was able to advance to the rv coil. The physician then switched to the 6940 ra lead with the 14f sls. It was noticed during use on the ra lead that the jacket of the catheter had been damaged, so the physician opened a new 14f sls and alternated use of the 14f sls with the vascoextorviper sheath to advance to the innominate vein. Switching back to the 6949 rv lead using the 16f sls, the lead was successfully extracted, followed by the 6940 ra lead. The extraction of the remaining 6945 rv lead began using the 16f sls. The lead was prepped with sutures. During the extraction, the physician felt something on his hand and when withdrawing the sls from the patient, noticed damage to the outer jacket of this sheath as well (damaged area near the handle - not in the working length). Another 16f sls was opened and the extraction continued. Progress stalled at the svc coil. The lead stretched and the svc coil came out from the vessel and the physician attempted to detach the adhesion using a scalpel and forceps. At this time, a decrease in blood pressure was noted (60/40). The CT surgeon immediately performed a pericardiocentesis. A small incision was performed and an injury in the rv apex was discovered and repaired. The procedure was terminated at that time. The next day, a sternotomy was performed and the remaining rv lead (6945) was extracted. (The injury that occurred is as a result of the lead pulling free from the myocardium. As sutures were the traction platform being used to pull the lead free, they are the suspect device for the injury that occurred - an spnc device did not cause an injury).this report is being filed against the 14f sls that received jacket damage during the procedure and the potential harm to the patient as a result of exposure to manufacturing materials.

Manufacturer narrative:
Device evaluation summary: the returned device was evaluated by a cross-functional engineering team. There was a kink ~3.75" from the distal tip. The jacket was wrinkled and kinked. The jacket was inspected under the microscope and a small breach in the jacket was found. Additional lasing would have opened the jacket further. A review of the device''s manufacturing history did not indicate any issues during manufacturing that would lead to kinked or wrinkle jackets. There is no indication that the catheter failed due to design or manufacturing. The damage is consistent with excessive forces to the catheter. A letter with feedback regarding the damage will be sent to the physician. This report has been updated with the device''s serial number of the device.